Event description:
It was reported that there was a camera iris error which rendered the system inoperable. There is no report of pt injury or death.

Manufacturer narrative:
A ge representative evaluated the system and reloaded the configuration files. The system operates as intended.